Manufacturer narrative:
The lumen was cut 11.5cm from the hub. The internal portion of the catheter was not returned. The returned portion of the device was evaluated. No leaks were found. No failure was found. It is possible the leak occurred in the portion of the catheter that was not returned.

Event description:
During insertion procedure, physician noted a leak in catheter tubing. Catheter removed and replace with another catheter.